Event description:
Medtronic received information that a ped2 pipeline stent an phenom catheter had issues. During the implantation of the pipeline shield device, first the sofia 5fr distal access catheter was ascended over a 0.035 hydrophilic guide, the right internal carotid artery was selectively catheterized, which had a very tortuous anatomy, the phenom 27 microcatheter was ascended over an avigo 0.014 microguide, and it was passed through the aneurysmal defects and the microcatheter tip was left in the m1 segment, a 4.0 by 35 pipeline flex shield is passed, the device was prepared according to the instructions for use (IFU); during its ascent, difficulty arose due to tortuous anatomy. An attempt was made to advance the flow diverter to the m1 segment, but this was not achieved due to the accentuated curves throughout the entire right internal carotid segment. The microcatheter was dropped about 4 millimeters below the bifurcation, leaving it in a good place for its opening. The device begins to be deployed and falls at the level of the neck of the first aneurysm in the ophthalmic segment; the doctor tried to recapture to climb again, failing, he performed multiple attempts and tension maneuvers, but fails. It is evident that the guide became detached from the diverter, losing control of the device, which is why he decided to remove it and upload a new device along with a microcatheter. At the time of removing the device that did not work, it is evident that it is stuck in the microcatheter and the guide is free. There was friction during delivery of the catheter. Friction and difficulty was felt at the time of raising the device and at the time of recapture, it was never possible to recapture the entire system with the sofia distal access catheter to be able to remove it. The pipeline pushwire was kinked in the proximal section. There was severe friction during advancement of the pipeline. The pipeline was removed from the patient. The devices were prepared as per IFU. The patient was being treated for an unruptured, saccular aneurysm in the ophthalmic segment and aneurysm in the right cavernous segment. The max diameter was 4mm and the neck diameter was 3mm. The distal landing zone was 3.2mm and the proximal landing zone was 3.5mm. Vessel tortuosity was moderate. No patient symptoms or complications were reported. Ancillary devices: neuron max 0.88 sheath, microguia avigo 0.14 guidewire, distal access sofia catheter additional information received that resistance was felt when advancing the pipeline in the distal segment, it cost a lot to advance the diverter. Damage was observed to the diverter, the diverter separated from the pusher, losing control of the device to recapture and reposition it.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex shield device was returned within the phenom catheter. Damage location details: the pushwire was found extending out from catheter hub. In addition, the partial distal end braid, sleeves and tip coil were deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex shield were found fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip and marker band were examined; and was found to be flattened. No other anomalies were observed. ¿testing/analysis: the pipeline flex shield device was pushed out from catheter without any issue. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis findings, the pipeline flex shield and phenom 27 catheter could not be confirmed to have resistance and difficulty navigation as no defect were found with pipeline flex shield pushwire and phenom 27 catheter. No resistance was observed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.